Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the low-voltage pacing lead, a high pacing threshold was observed after repositioning several times. It was noted "after the patient had a heart failure phenomenon and to reduce operation time" the lead was replaced. No patient complications have been reported as a result of this event.